Event description:
In 2002, the surgeon indicated the hinge of the corneal flap created during lasik surgery on the patient's right eye appeared thicker than usual. During a site visit with the surgeon on 11/04/2002, the company representative was advised that when the laser portion of the surgery to the patient's right eye was 95% complete, the surgeon realized something was not right and did not complete the laser treatment. He thought this observation was due to the cornea being very thin preoperatively. The surgeon indicated possible keratectasia. The surgeon is following the patient and in 6 months will determine if a corneal transplant is required.